Event description:
During surgery, the pin broke at the medial/lateral nut junction. The lateral nut was used to torque the wrench 2-3 tunes before the pin borke. The pin could not be backed out and remained implanted in the pt. Surgery was delayed 20 minutes due to the problem.